Manufacturer narrative:
(B)(4). The customer returned a 4-lumen cvc for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the distal luer hub had separated from the extension line. Microscopic examination revealed that a portion of the extension line was still inside the separated luer hub. Additionally, the edges at the point of separation were rough and not uniform indicating that undue force caused or contributed to this event. The length of the distal extension line body from the point of separation to the juncture hub measured 81mm, which is consistent with the nominal value of 79mm per the catheter graphic. The distal extension line outer diameter measured 2.135mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.448mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. A manual tug test confirmed that the proximal, medial 1, and medial 2 extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal luer hub had separated from the extension line. The point of separation appeared rough and jagged, indicating that undue force was applied to the extension line during use. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "the catheter was put in place at the emergency on the 17.01.19 - (reason unknown). Issue: the distal part of the catheter disconnected 10 minutes after that the rinsing passed well. After the issue they put a peripheral catheter." Additional information was received indicating the condition of the patient was "fine". No injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "the catheter was put in place at the emergency on the (B)(6) 2019 - (reason unknown). Issue: the distal part of the catheter disconnected 10 minutes after that the rinsing passed well. After the issue they put a peripheral catheter."